Event description:
It was reported that during a da vinci assisted surgical procedure, the left eye of the surgeon console was not displaying an image, although the left eye image was normal on the vision cart. Troubleshooting began with attempts to resolve the issue by performing a power cycle and then a hard power cycle, but the symptom persisted. The left eye of the console remained blacked out even after performing a hard power cycle. The staff then swapped in another surgeon console, which allowed the procedure to continue without issues. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer confirmed the procedure was a prostatectomy radical without lymphadenectomy and procedure start time. Patient demographics were not provided.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.